Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer reported problems with air bubbles in reservoir and in the tube. The customer stated that she filled reservoir with insulin in room temperature slowly. When the customer inserted the new set, there are no air bubbles. The customer replaced the set every 3 days and did reservoir change with every set. The customer reported problems started with new box of sets and reservoir. The customer does not have blue clip for high pressure test. The customer will call back later.